Manufacturer narrative:
Correction submitted 10/9/15 as follow-up #1: this report was inadvertently submitted in duplicate under MDR numbers 2531779-2015-35541 and 2531779-2015-35176. Any future reports will be submitted under 2531779-2015-35541.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 332mg/dl with vomiting, extreme drowsiness, and lack of energy. During troubleshooting, customer support found that the basal delivery totals in tdd did not match, variation due to known cause: patient had made changes to basal program after a suspend alarm. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: testing was unable to duplicate complaint. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The black box shows pump was manually suspend on (B)(6) 2015 22:28 and manually resumed at 22:38. A loss of prime was recorded on (B)(6) 2015 21:41; deliveries resumed at 21:47.bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported event. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. Unrelated to the complaint, the display is dim and pink.